Event description:
It was reported that stent dislodgement and patient death occurred. Vascular access was obtained via the right femoral. The 70% stenosed, de-novo, concentric shaped, 12mm in length target lesion was located in the non-tortuous, 2.75mm in diameter junction of the proximal third with the middle third of the anterior descending coronary artery. A guide catheter and guide wire were placed and then a 2.75x12mm synergy¿ stent was advanced without pre-dilation. There was slight resistance noted when passing the synergy¿ stent through a previously placed stent in the left main coronary artery in the origin of the diagonal branch. However the stent came relatively well to the proximal portion of the lesion. At this point it was noted that the synergy¿ stent was not on the distal portion of the balloon. The physician took back the stent balloon catheter, externalized and observed under a magnifier the stent on the balloon. Everything was ok, so the same stent was advanced again. However, it was observed again that the stent was missing on the distal portion of the balloon. The stent was then removed to be replaced; however, the stent was dislodged in the left coronary trunk. The physician attempted to recover the stent with a 1.5x12 balloon without success. The patient then became hemodynamically unstable. It was observed under contrast that the trunk of the left coronary was occluded. The patient went into cardiopulmonary arrest. The physician then passed a new balloon through the stent and expanded the trunk to get some flow but this was unsuccessful in getting reasonable flow to the coronary. The patient was transferred to ICU with pressure maintained by vasopressors. An impella system was then deployed for blood pressure support. The patient died the following day. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).